Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report a detached sensor wire on (B)(6) 2015. Upon removal of the sensor pod, the patient was unable to locate the sensor wire. Transmitter was removed prior to sensor removal which is against user guide recommendations. The patient did not report any injury or medical intervention.

Manufacturer narrative:
(B)(4).